Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-09: device available for evaluation: yes section d-09: returned to manufacturer: 04-mar-2021. Section h-3: device returned to manufacturer: yes. Section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during removal. Lens damage (bent) and haptic damage (filament detached but not from the drill hole) were observed, which can be attributed to handling and receiving the lens crushed in the lens insert and cannot be confirmed to be related to manufacturing. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable as the iol was not implanted. If explanted, give date: not applicable as the iol was not implanted. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was inserted in the patient's operative eye and there was an avulsion. The incision was enlarged. No further information is available.